Event description:
The customer reported the cine function failed to operate properly. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced. The system was found to be operating as intended.